Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient was to have a magnetic resonance imaging (MRI), but it wasn¿t due to the device or therapy. It was stated they were performing the MRI for research, but the impedance on contact 10/11 showed greater than 10,000 ohms. No symptoms reported.